Manufacturer narrative:
Contact office correction: (B)(4).

Event description:
The customer reported that the arterial blood pressure (abp) on the monitor's display is too low, the abp of 120 set with patient simulator is displayed on the monitor only with 31. The patient was almost injured but the failure was detected in time by the nurse.

Event description:
The customer reported that the monitor's abp display is too low, abp of 120 set with patient simulator is displayed on the monitor only with 31. The patient was not injured because the failure was detected in time by the nurse.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.